Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with shortness of breath, dizziness and suspected heart block with low heart rate, which was below set parameters on the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.